Event description:
In an article titled "analysis of results and complications associated with the x-stop interspinous device in a cohort of 37 patients with a 6 to 18 months follow-up", the following event was reported: patient was initially diagnosed with grade 1 spondylolisthesis at l4/l5, facet arthrosis at l4/l5 and at l5/s1 and marked foraminal stenosis on the left side caused by disc protrusion. Electromyography revealed nerve root compression at l5/s1. The patient underwent an x-stop procedure at l4/l5. Immediately after surgery, the patient reported a little improvement regarding pain symptoms, however, initial symptoms recurred the day after surgery. Physician decided to wait and see if symptoms improve over time. Additional follow-up images showed that the device broke the supraspinous ligament, and it was completely dislocated. The device was subsequently removed. Laminectomy was performed at l4 together with facetectomy and stabilization (screws and rods) at l4/l5. No additional information was reported.

Manufacturer narrative:
Report source: literature article titled "analysis of results and complications associated with the x-stop interspinous device in a cohort of 37 patients with a 6 60 18 months follow-up", by barbagallo g., olindo g., corbion l., platania n., albanese v. Device not returned, followed up with author.